Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 207, 225, 183 and 192 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/16/2020 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :130mg/dl date: (B)(6) 2018 time:12:13pm fasting, result 2 :207mg/dl date: (B)(6) 2018 time:12:11pm fasting, result 3 :225mg/dl date: (B)(6) 2018 time:12:09pm fasting, result 4 :183mg/dl date: (B)(6) 2018 time:12:09pm fasting result 5 :192mg/dl date: (B)(6) 2018 time:12:08pm fasting.